Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set fell off event on (B)(6) 2024. The set was in use for three days. No further information available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: united states.